Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was alarming "system error 322". Any pt injury or involvement is unk.